Event description:
Pt underwent a hip compression screw placement. The MFR of the hardware used was synthes USA. The implants are plate syn dhs 4 x 78 x 135 st# 281, screw syn dhs/dcs 12.7 x 90 #280, dhs/dcs compression screw, screw syn cort 4.5 x 38 st 214, and screw syn cort 4.5 x xx st # 214. In 2001, pt had to have emergency surgery because leg was infected around the hardware and in the bone. When the hardware was removed it had started to corrode. Pt spent 10 days in the hosp and came home with an IV in their chest for 6 weeks. Pt has the hardware.